Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) displayed an error. Analysis determined that the epg's red display wire was pinched with wire insulation exposed. It was noted that the hanger assembly was broken, the keypad was scratched and the lower case was dented and broken. It was further noted that the output connector nut was contaminated. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) which was returned to service for repair subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.